Manufacturer narrative:
(B)(4) (no code available) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted. Product evaluation: failure analysis for fiber 0010-2400-406a-(B)(4): the fiber/glass cap shows a circumferential fracture distal to the fiber/glass cap fusion zone at the bevel edge; the distal end of the fiber/glass cap within the metal cap is detached and returned; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate detritus adhesion. Based on the analysis results, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the product complaint of "connectivity issue" could not be confirmed; a fiber cap failure was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
This case was created based on product return. Information regarding reason this fiber was returned to the manufacturer indicates a possibility that there was a connectivity issue. No patient or user injury was reported. No further information provided.